Event description:
During a cholecysectony laparoscopic with cholangiogram procedure, the clips did not feed into the clip applier. There was no harm to the patient. Reference us FDA report, uf/importer report # (B)(4).